Manufacturer narrative:
All available information indicates that the device remains in service. The representative noted that the patient was scheduled for a replacement but it was cancelled and now rescheduled. The device will be returned upon the explant. The investigation is complete to date. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened and eri/eol was reached earlier than expected due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Manufacturer narrative:
The device was explanted and returned. Detailed analysis is pending.

Event description:
Boston sciencitifc received information that this cardiac resynchronization therapy defibrillator (crt-d) had declared end of life (eol). The device had a voltage of 2.5 and charge times of 32.8 seconds. There was further reported that this device declare eol only within a month from declaring the elective replacement indicator (eri). No adverse patient effects were reported.